Event description:
Customer reported blood glucose results of 113 mg/dl and 383 mg/dl within 10 mins on the aviva system. Customer reported no symptoms or adverse event relative to this discrepancy. Strips not available for return, replacement system sent.